Manufacturer narrative:
Unit passed displacement test, self test, and active current measurement. No battery or power anomalies noted in power graph, however unit received with high sleep current and unexpected battery power loss, problem isolated to pcb 1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. The customer¿s blood glucose level was 8.2 mmol/l at the time of the incident. Customer stated one after reset lasted for 6 days and second lasted for 4 days. The insulin pump will be returned for analysis.